Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information on (B)(6) 2018 stated that the device exhibited post-paced t-wave oversensing remotely via merlin.net. The programming changes have been discussed but not been performed yet. No patient symptom was reported and no further information was available.

Event description:
It was reported that the non-sustained right ventricular oversensing episodes were noted remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. The asymptomatic patient did not receive any therapy during the oversensing. The device was reprogrammed and the patient remained stable.